Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the does not deliver drug and also resets all the time, also beeps rapidly. There was no patient involvement and harm.

Manufacturer narrative:
The suspected device was not returned for evaluation. Therefore, visual inspection, functional testing, and event history log review could not be performed. A review of the available service history identified no previous related repairs within the last 12 months. The customer complaint pump does not deliver drug and resets all the time could not be confirmed. Based on the information provided and the absence of the device for evaluation, a probable cause could not be determined.